Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a non-bsc catheter, a pusher wire, an introducer sheath were returned for analysis. The coil was in the catheter. The coil and pusher wire were not interlocked. The ss region of the pusher wire was kinked and stretched. The pusher wire is kinked proximally. There was blood in the hub of the catheter. The coil was unable to be advanced or retracted from the catheter. The catheter was cut in order to remove the coil. The catheter had to be cut repeatedly due to the presence of dried blood blocking the catheter. The coil could not be removed from the hub of the catheter, it was jammed. The coil was stretched and kinked and there was blood on the fiber bundles. A microscopic inspection was performed. The ss region was stretched and kinked. The core wire of the pusher wire was broken. The coil zap tip shape and surface was smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the coil and pusher wire arms not detaching in the catheter as there would not have been space for the coil and pusher wire to rotate and detach due to the presence of retrograde blood. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that the coil could not be released. A 5mm x 15cm interlock¿ was selected and advanced to treat the target lesion located in the moderately tortuous internal iliac artery. During procedure, the coil was advanced to the target position but the coil could not be released. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the core wire of the pusher wire was broken.